Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was difficult to rouse from sleep and reported to have lost consciousness. The spouse called paramedics who tested the patient's bg which was reading 53 mg/dl. The patient was treated by ems (emergency medical service) with glucose for hypoglycemia. The cgm was reading 163 mg/dl. The patient declined transport to the emergency department, citing a previous poor experience. There was no documentation of further medical intervention. At the time of the report, the patient was stable and planned to follow up with the hcp (healthcare provider). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).